Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level of 520 mg/dl. Customer stated that the cannula was bent. Customer stated that the bent cannula resulted in visit to emergency room. The insulin pump will not be returned for analysis.